Event description:
Reportable based on device analysis completed on 24may2023. It was reported that tracking difficulties over wire were encountered. The 50% stenosed target lesion was located in the moderately tortuous brachial vein. A sv/5.0-2/4t/40 symmetry balloon catheter was advanced for dilatation. However, during procedure, it was very difficult to proceed due to a very poor slippage with the non-boston scientific guidewire. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed that the catheter got stuck on wire.

Manufacturer narrative:
Device evaluated by MFR.: fg sv/5.0-2/4t/40 was received for analysis. This symmetry device is recommended for use with a 0.018 (0.457mm) guidewire as per symmetry product specification. The device was received advanced on to the customers guidewire. The outer diameter of the customers guidewire was measured using snap gauge and was found to be 0.0175 inches. During product analysis the investigator was unable to remove the device from the customers guidewire due to a damage to the shaft. The investigator dissected the balloon material to facilitate inspection of the shaft within the balloon. A visual and tactile examination found the shaft of the device to be severely kinked/accordioned from the proximal balloon bond to the distal edge of the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination of the returned device identified that the balloon had been inflated and identified no issues on the balloon along with the tip of the device and its markerbands that could have potentially contributed to the complaint incident. This concludes the product analysis.